Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a dose discrepancy between initial and secondary calculation.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a dose discrepancy between the initial and secondary calculations. Elekta performed testing to reproduce the issue; however, the scenario described by the customer could not be replicated. No device problem was found. Additionally, the customer has been unable to reproduce the error. Based on the information available, there is no indication of patient mistreatment.